Event description:
It was reported that during a non-tortuous, non-calcified, renal artery interventional procedure, a trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation and inflated to 16 atmospheres for 60 seconds at the lesion. The balloon would not deflate at all and the bdc was removed fully inflated with difficulty. Reportedly, the bdc was prepared according to the instructions for use manual without any difficulties. There were no adverse patient effects or no clinically significant delay in the procedure reported. There was no additional information provided.

Event description:
Subsequent to the initial filed medwatch report, additional information was received stating that the device was returned to abbott vascular with the balloon and outer membrane found separated. It was confirmed by the account that this separation occurred while trying to remove the inflated balloon from the patients anatomy, during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon separation was not confirmed, however, the outer member was separated proximal to the proximal seal. The reported difficulty removing the balloon dilatation catheter (bdc) could not be replicated in a testing environment as it was based on operational circumstances. The reported failure to deflate could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the trek rx global instructions for use (IFU) states that the trek rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - indication for use. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.